Manufacturer narrative:
The explanted products were kept by the medical facility and will not be returned for evaluation.

Event description:
The patient's implant site appeared to be infected. The surgeon prescribed an antibiotic treatment. The patient was later admitted to the hospital. The patient's system was explanted due to infection.